Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. The user also reported in the event evaluation form that the misplaced screw was due to skiving due to sclerotic bone. Force is indicated by the force meter in the bottom right hand side of the screen as well as warnings presented on the bottom of each trajectory view of the navigate screen in the event that excessive is detected. In the future, we recommend avoiding areas of steep boney structure or trajectories that include sharp angles to avoid possibly skiving away from the desired trajectory. The user reported no adverse effects to the patient and there was immediate correction of the screw. The observed overall risk level is 18, or low, which does not exceed the observed anticipated risk level; therefore, the overall risk of the system has been maintained. The cause of the reported issue can be traced to user technique.

Event description:
11-l3 psf, burst fracture at l1with dr. (B)(6) at (B)(6). All screws were placed in a serpentine order without any difficulty up until rl3. 4.5 hs burr was used then drill was used in sclerotic bone. Resident struggled getting the drill through the pedicle. During this time the drill had skived medially. Dr. (B)(6) and resident tried re-drilling and tapping to get to the correct trajectory. Navigation looked intact at all times. Upon getting a final spin it was noted that rl3 had just breached medially. Dr. (B)(6) had decided he would freehand rl3 to bring it laterally. Another spin was performed and the screw was still medial. Screw was taken out and put in under xray.